Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The device evaluation found switch 1 and 2 were discolored and deteriorated due to chemical stress, damage found on the charged coupled unit and noise image occurred during angulation in the upward direction. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the bronchovideoscope. The issue occurred during preparation for use, and the unknown diagnostic procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the charge coupled device unit being damaged by physical stress that was applied to the insertion section during user handling. The event can be detected/prevented by handling device in accordance with the following instructions for use: "·inspection of the endoscopic image" "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.